Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09437. The pt is implanted with two scs system ipg. It was reported the pt had lost stimulation about one month ago and has been unable to initiate a communication with his ipg using both the charging system and the pt programmer. The pt also reported he has been experiencing intermittent shocking around the ipg while recharging. Replacement external devices were tried to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.